Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The mfg records for top assembly batch 8242502 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion site was not reported. A broken strut was noticed on a taxus express2 2.50x16mm drug eluting stent. The damage was noticed while the device was outside of the patient's body. There were no patient complications. No further information could be provided in regards to the details of this complaint.